Event description:
This event no longer meets the qualifications for a reportable event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: during the course of the investigation, it was determined by an expert image reviewer that a type 1b endoleak was not present on the unknown zenith flex with spiral-z technology aaa endovascular graft iliac leg. The endoleak was present on another manufacturer's device. Therefore, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: clinical project manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that a patient had a type 1b endoleak on a zenith flex with spiral-z technology aaa endovascular graft iliac leg. The patient was participating in a study. The event occurred between 24nov2015 and 01may2023. The patient underwent endovascular aortic repair (evar) where a proximal component (cook zenith p-branch), distal component (cook zenith universal distal body), and a zenith flex with spiral-z technology aaa endovascular graft iliac leg were placed. A type 1b endoleak on the right zenith flex with spiral-z technology aaa endovascular graft iliac leg was observed post-procedure. The endoleak resolved without treatment and was not present at six months, twelve months, two years, or three years. No type I endoleaks were reported after the post-procedure visit. On an unknown date, the patient developed severe sepsis with acute chronic diastolic congestive heart failure, atrial fibrillation with rapid ventricular response, acute renal failure, thrombocytopenia and severe deconditioning. The patient died 1294 days after the procedure at 86 years old. The patient's cause of death was related to sepsis and not related to the device or procedure.